Event description:
A hospital in (B)(6) reported via a distributor that an rt126 infant low flow breathing circuit had bent pins. The complainant reported that the bent pins were discovered prior to patient use.

Manufacturer narrative:
(B)(4). The product refered to in the complaint is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method - the inspiratory limb of the complaint breathing circuit was tested for damaged heater wire pins. Results: an inspiratory heater wire pin was found to be bent, preventing full insertion of a heater wire adaptor. A lot check revealed no other complaints of this nature for lot number 100315. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by health care facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Damaged pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. (B)(4).